Event description:
The issue originally reported to service stated that the problem was that the generator was broke and not working. The front foot switch port is not working. In 2008 a call from site reported this was actually the case of a patient burn description incorrectly reported on MFR report# 1717344-2008-00491 for a different serial number generator. Correct description is: surgeon was performing an endoscopic procedure and looking in the scope. He had laid one device on the patient and was using the other in his field of vision. He pressed the foot pedal and said it was not activating. However, it was discovered that the device on the patient was activating. Patient received a small deep burn. The tissue was excised and sutured. Current condition of patient is reported as "fine".

Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.